Manufacturer narrative:
The insulin pump was programmed and monitored for three days with no hot battery or heat on the insulin pump noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip. No damage was noted on the isolation tape.

Event description:
It was reported that the insulin pump had scratches on the screen and it was difficult to read. Customer also stated that the battery side of the insulin pump heats up to a point where they can't even touch it. Customer's blood glucose reading at the time of the call was 6.8 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.